Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. A low-water level error message was displayed during the case even though the heat exchanger appeared full. Replacing the disposable kit did not resolve the issue. The patient received 25 minutes of treatment. Follow up with the complainant revealed the patient is "fine". Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of "failed rf output test". The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was evaluated initially on site, but then was sent to sanmina for analysis. The reported complaint was not confirmed. The console failed the rf output test and the rf control board was recalibrated. (B)(4).